Manufacturer narrative:
Philips has investigated this complaint. There was a remote alert indicating the enable movement (enmv) was activated during system startup which can impact a full system boot. The philips remote service engineer (rse) inspected system remotely and confirmed a ¿geometry movement partly available¿ warning and that movement was not possible. Upon troubleshooting, the fse found the table up/down movement was unavailable and the c arm movements were abnormal. A button test showed the table switch was continuously detected as pressed. Further internal inspection of the geometry module revealed water droplets. The cause of the module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the module by the field service engineer has resolved the reported issue and restored the functionality of the system. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the enable movement (enmv) was activated during system startup which can impact a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.